Event description:
An explanted lead and generator were returned to device MFR for unk reason. Further follow-up revealed that vns pt had undergone ncp system replacement surgery due to a suspected lead malfunction. The pt experienced an increase in seizure activity approx four months prior to ncp system replacement surgery. It was reported that the pt had been virtually seizure-free with the vns therapy for 1 1/2 years before the increase in seizure activity and that it had been determined that the lead had been compromised. Device diagnostic testing at office visit approx one month before ncp system replacement surgery resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Both the lead and generator were replaced. Review of mfg records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device peformance. Based on known device settings, it is not likely that generator end of service is the cause of the high lead impedance test result. Lead break is suspected.

Event description:
Product analysis summary: the bipolar lead was returned for analysis in two pieces. Evidence of body fluids was seen inside the outer silicone tubing along the lead body. Scanning electron microscopy was performed at the ends of the positive and negative lead coils. The appearance of the broken surface at one end of the positive coil is characteristic of a stress-induced fracture. The appearance of the remaining coil ends break surfaces is characteristic of a fracture due to torsion of the lead. This is evidenced by the semi-circular motion characteristics present on the fracture surfaces. None of the fracture surfaces show any pitting or electro-plating conditions; therefore, no determination can be made as to when this fracture actually occurred. Continuity check using a multimeter was performed. Continuity check did not identify any other discontinuity on the portions of the lead returned. The condition of the lead is consistent with conditions that exist after the explant procedure.